Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. An initial result of 1.6 ng/ml was obtained and released out of the laboratory. The sample was reanalyzed on an alternate unicel dxc 600i analyzer and produced a lower result of 0.03 ng/ml. The customer then reanalyzed the sample on the original instrument and recovered a lower result 0.06 ng/ml. An amended report was communicated to the hospital approximately fifteen minutes after the initial result was reported. There has been no report of patient injury or change in patient treatment associated with this event. For comparison, the customer analyzed several samples on the original and alternate analyzers; all results on the original instrument were more elevated. Results on the alternate analyzer were within the normal reference range. The customer indicated quality control (qc) was within the acceptable range at the time of the event. The patient¿s sample was collected in the emergency room (ER) in a heparinized plasma tube with gel and centrifuged at 4,500 rpm (rotations per minute) for seven minutes. The sample was clear in appearance and analyzed from the primary tube. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered that the substrate probe fitting to the fluidics module was loose. The fse tightened the fitting and performed aspirate probe volume checks and noted that one of the aspirate probes was aspirating faster than the other two probes. The fse removed the peristaltic pump tubing and reseated it within the peristaltic pump cassettes. The fse noticed the mixer speed was at 2,450 rpm (specification is 2,500 rpm ± 20 rpm) and adjusted the mixer speed to 2,500 rpm (rotations per minute). The ultrasonic transducer temperature was tested and was at 41.43 degrees celsius (specifications is 37 degrees celsius ± 2 degrees). The fse corrected the transducer temperature to 37.2 degrees celsius. During priming of the system, the fse noted that the wash pump was filling with air bubbles. The fse cleaned and rebuilt the wash pump and wash valve. The ultrasonic voltages were tested and the low voltage was at 6.152 vdc (specification is 6 ± 0.5 vdc). The fse adjusted the high voltage to 197.1 vdc (volts direct current) and verified that the low voltage was stable. The fse primed the system again and did not observe any bubbles or leaks. A routine system check and a high sensitivity system check were performed and passed within instrument specifications. Precision testing, using both low level and high level qc material, passed within assay specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.